Event description:
It was reported that the whole system was replaced due to infection. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: implanted: 2008-(B)(6) explanted: 2012-(B)(6) product typ catheter. (B)(4).